Event description:
The facility reported a pump that will not run on dc power. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.